Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09336. The pt received two scs trial leads (from different lots) on (B)(6) 2011. It was reported the pt reported he is urinating more frequently when stimulation is on; no urinary incontinence was reported. Pt noted he feels like his kidneys hurt which he experienced immediately after the trial procedure was completed. The pt also reported pain at the insertion site. The leads were explanted on (B)(6) 2011. Further f/u on the pt indicated the pt's symptoms have been resolved. No further info is available at this time.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.